Manufacturer narrative:
This device has not been returned to the device manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative (rep) that the implantable neurostimulator (ins) prematurely depleted. The patient saw an elective replacement indicator (eri) message on their patient programmer a month prior to his report. The patient informed the manufacturing representative about the message during a reprogramming session on the day of this report. Impedances were measured with the patient in different positions to checked for any short that could cause the premature eri, but nothing was found. There were no external factors that may have contributed to the event. No interventions were taken and it was unknown if any interventions were planned. The issue was not resolved at the time of this report. No symptoms were reported. The patient was alive with no injury. The rep reported two weeks later that the patient was receiving good coverage of paresthesia at the zone of her pain, but will get an implantable pump because she only has 30% of relief. Impedance measurements on (B)(6) 2015 showed: 0 and 1 >10 ,000ohms; 0 and 2 >10,000ohms; 0 and 3 >10,000ohms. Impedance measurements on (B)(6) 2016 showed: 1 and 14 >20,000ohms; 4 and 14 >20,000ohms; 6 and 14 >20,000ohms; 7 and 14 >20,000 ohms; 0 and 1 10,546ohms; 0 and 2 12,224ohms; 0 and 3 10,264ohms; 0 and 4 10,546ohms; 0 and 5 12,033 ohms; 0 and 6 10,619ohms; 0 and 7 10,619ohms; 0 and 8 12,128ohms; 0 and 9 12,128ohms; 0 and 10 12,033ohms; 0 and 11 12,224ohms; 0 and 12 12,224ohms; 0 and 13 12,224ohms; 0 and 14 12,128ohms; 0 and 15 12,128ohms.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.